Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an x-ray sponge (dup9467s) has a foreign object or fibers inside sterile packaging. Product was not used, no patient contact.

Manufacturer narrative:
Complaint sample ((B)(4)) was not returned for evaluation, however, retain samples were examined. Device history record: no abnormalities. The production process was under control without changes in labor, equipment, environment, material, product configuration, start-up verification, in-process quality inspection and finished product inspection. Failure analysis: the retained samples of the lot was examined and did not notice any foreign object or fiber. Based on this manufacturing lot size and complaint, the percentage of the reject is low (B)(4). Unknown root cause as no product returned for evaluation. DHR and retained samples were reviewed and did not notice any foreign matter.

Event description:
N/a.